Event description:
The lens was inserted and the surgeon noticed a white substance on the lens. The surgeon attempted to cut the lens for removal. The incision was enlarged to remove the lens. Another za9003 lens was implanted. There were no other patient complications reported.

Manufacturer narrative:
The lens was received and inspected and noted a white scratch on the posterior surface of the optic. The lens met all manufacturing specifications prior to release. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.